Event description:
The patient reported charging issues between the implant and the external equipment after being kicked at the implant site. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been recommended.